Manufacturer narrative:
During the placement in an acom artery aneurysm, the deltamaxx sr platinum microcoil (dmx18031220/ c11833) stretched. An echelon 10 microcatheter was used along with ev3 and deltaplush coils. Resistance was reported during exiting the microcatheter, but no additional force was used to further advance the coil system through the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the case ended as the microcatheter was removed with the stretched coil. The microcatheter was not re-shaped, and during the procedure constant and dedicated saline source was used at all times. The vessel was very tortuous. There was no adverse event to the patient or additional procedures. The device will be returned for analysis. As viewed through the returned packaging it was observed that the entire coil was returned almost completely stretched. The proximal end of the coil was unraveled out of the distal soldered section. No material defects were found. The stretch resistance suture was severed off the detachment fiber. The distal end of the coil adjacent to the ball tip was not stretched. It was easily observed that the coil was anchored on the end of the undamaged distal section of the coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has been damaged with compression and the stretching of the sheath material away from the surface. There are two contributing factors to the coil becoming stretched. The primary contributing factor occurred during the repositioning of the coil inside the aneurysm. During repositioning, the coil may have become anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the coil was retracted, the temporarily anchored section caused the coil to stretch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any con5tributions to the complaint event. A secondary contributing factor to the coils damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused coil damage prior to entering the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of coil stretched was confirmed, however the exact cause could not be determined. Based on the available information, procedural factors may have contributed to the event; additionally, the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taking at this time.

Event description:
During the placement in an acom artery aneurysm, the deltamaxx sr platinum microcoil ((B)(4)) stretched. An echelon 10 microcatheter was used along with ev3 and deltaplush coils. Resistance was reported during exiting the microcatheter, but no additional force was used to further advance the coil system through the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the case ended as the microcatheter was removed with the stretched coil. The microcatheter was not re-shaped, and during the procedure constant and dedicated saline source was used at all times. The vessel was very tortuous. There was no adverse event to the patient or additional procedures. The device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.